Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and off-label tricuspid regurgitation grade unknown concomitantly. Cds0706-xt lot 40227a1073 was implanted but detached from the septal leaflet after deployment. Two additional clips were placed to stabilize. The procedure was completed with four clips implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported slda could not be conclusively determined. The reported off-label use was associated with using the mitraclip device for tricuspid valve repair. The reported unexpected medical intervention and serious injury/ illness/ impairment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a